Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer reported that they got no delivery alarm. Customer stated they tested the reservoir to make sure insulin comes out. Customer stated they changed set several times and blood sugar was running high. Troubleshoot was performed. Customer performed 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. Customer reinsert reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the manual prime. Customer was advised the pump is working as designed. The product was not returned for analysis.